Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2020-01736 1. Section h. Box 5. Labeled for single use? 2. Section h. Box 8. Usage of device results: the engine was plugged in and powered on and achieved vacuum within specification. All four vacuum indicator lights were illuminated. The engine remained powered on for a half an hour and no issues were observed. Conclusions: evaluation of the returned engine revealed a functional device. During the functional test, the engine was powered on an achieved vacuum within specification. All four vacuum indicator lights were illuminated. The engine remained powered on for a half an hour and no issues were observed. The root cause of the report complaint could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01737 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01737.

Event description:
The patient was undergoing a thrombectomy procedure in the superior vena cava (svc) using an indigo system cat12 aspiration catheter (cat12) and penumbra engine (engine). During the procedure, the physician was unable to obtain aspiration using a cat12 with the engine; therefore, the cat12 was removed. It was reported that all four lights on the engine were illuminated. The physician then attempted to use a new cat12 with the same engine; however, the same issue occurred. The physician therefore removed the engine. The procedure was completed using a new engine and the same cat12. There was no report of an adverse effect to the patient.